Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms. The customer's blood glucose level was 108 mg/dl. The pump was not within abnormal temperature conditions. Reportedly, the customer had an alternate pump available for insulin therapy.